Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/01/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, osteolysis, and normal metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on: 03/14/2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient was revised to address metallosis and osteolysis. Update rec'd 12/11/2015 - litigation papers allege that after surgery, friction and wear between the cobalt-chromium metal liner and cobalt-chromium metal head caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. As a result, the patient experienced severe pain and discomfort and inflammation in and around her implant.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor.